Manufacturer narrative:
E1 - complete name of the facility: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex deflectable videoscope displayed scope communication error b30. The event occurred during device set up and inspection for use, before patient in the room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.